Event description:
It was reported that a user wearing a dexcom g6 continuous glucose monitor (cgm) experienced cgm signal loss with two ¿sensor reconnecting¿ alerts and a ¿dosing stops soon¿ alert while the sensor displayed a warm-up state. The user experienced a glucose peak of 305mg/dl with no adverse clinical symptoms reported. Outcomes included no hospitalization and continued device use after education. User support included customer support troubleshooting and education regarding signal loss during sensor warm-up and expected restoration of readings. Investigation of this case revealed transient cgm communication loss during sensor warm-up, with no confirmed ilet pump malfunction and no confirmed hardware failure of the cgm transmitter or sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-environmental and process-related factors associated with cgm warm-up and intermittent connectivity.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.